Event description:
Arthrex implants (ar-3603 : lot # 15197904) inserter's tips were broken apart inside of right shoulder bone while doing labral repair, one inserter is missing 10mm and the other one is missing 11mm from original length(37mm). Surgeon is aware, also rep was told to report to his own company for quality monitoring. According to the rep & surgeon, it's impossible to remove them.